Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The two additional xience sierra stents are filed under separate medwatch report numbers. The stent remains implanted. There was no device malfunction reported.

Event description:
It was reported that in (B)(6) 2018 the patient had a myocardial infarction that was treated with three xience sierra stents (two were sizes 3.25x23 and one 3.25x33) in the proximal and mid right coronary arteries and two non-abbott stents in the mid left circumflex coronary artery and in the diagonal artery (sizes 2.0x15 and 2.0x18). At the one year follow-up visit on (B)(6) 2019, the angiogram found several blockages in the coronary artery. A five vessel coronary artery bypass graft surgery was performed on (B)(6) 2019. Reportedly, the patient continued to have chest pain after the xience stents were implanted in 2018. The patient was removed from the ventilator on (B)(6) 2019. The patient was discharged home on (B)(6) 2019.